Manufacturer narrative:
The hill-rom technician found there was a button stuck on the hand pendant. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2006 and 2008. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the hand pendant to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. The bed was located in the account's warehouse. There was no patient/user injury reported. (B)(4).